Event description:
The technical service representative was doing an evaluation on this analyzer by correlating it against three other analyzers. It is unclear if the analyzer in question is a new install, everything correlated well except two patients with elevated ast. Both patients were taking ciprofloxacin and the patient 1 was also taking metronidazole. The first two results for the patients were run on the same day, the results from the last two analyzers were generated approximately five days later. Patient 1, sample 1, initial result 17, repeated three times gave 118, 17 and 18 umol per l. Patient 1, sample 2, tested in 2009, initial result 45, repeated three times gave 320, 36 and 38 umol per l. Patient 1, sample 3, tested the next day, initial result 38, repeated three times gave 298, 30 and 33 umol per l. Patient 1, sample 4, tested the following day gave 24, 222, 19 and 20 umol per l. Patient 2, sample 1, tested two days prior to original date, initial result 37, tested three times gave 65, 33 and 35 umol per l. Patient 2, sample 2, tested on original date, initial result 39, repeated three times gave 83, 34 and 36 umol per l. Patient 2, sample 3, tested the same day, initial result 41, repeated three times gave 86, 36 and 40 umol per l. No information was provided to determine if any results were reported or if any adverse events occurred. If additional information is received, appropriate notification will be provided.